Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was 335 mg/dl. The customer was unable to rewind the insulin pump due to alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test, basic occlusion, occlusion, prime and excessive no delivery test due to constant motor error alarm. Unable to confirm the motor position encoder error alarm due to erased history file. Unit received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.